Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular lead alert showed there was a high rate of non-sustained episodes, the sensing integrity counter was noted, and there was evidence of double counting. Additionally, there was t wave over-sensing due to premature ventricular contractions and the lead integrity alert was found to be inappropriate. No intervention was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.